Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly cleaned the safety valve and then pre-use check passed. No ventilator logs were provided.the root cause of the event was most likely some debris on the safety valve. This will be detected during pre-use check.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed the safety valve test during pre-use check. There was no patient involvement. (B)(4).